Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied photographs verify the reported drive tube leak as dried blood is seen on the drive tube at the location of the tri-connector. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint. A material trace of the drive tube and tri-connector used to manufacture lot l237 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The reported drive tube leak is verified based on the photographs provided; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). 23 aug 2023.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l237 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l237 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the kit, smart card, photogrpahs and video is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the bottom of the drive tube after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The customer reported the patient was in stable condition. The customer will return the kit, smart card, photographs, and video for investigation.